Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 420 mg/dl; cause was not known. Customer arrived at the ER on (B)(6) 2025. Reportedly, customer required assistance to address bg level. Customer was given lantis to address bg level. Customer was discharged from the ER on (B)(6) 2025 with the issue resolved and no permanent damage.system check with tandem technical support confirmed the pump was functioning as intended. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.